Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No numbers scrolling or ramping up during testing noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that numbers continued to scroll when attempting a bolus delivery. Insulin pump will be replaced.